Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: according to the complaint report, the filter had tilted resulting in difficult retrieval. Given the limited information provided, it would be inappropriate to speculate at what may or may not have led to the reported filter tilt and difficult retrieval. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog#: igtcfs-65-1-uni-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the district manager was following up with this facility due to lack of ordering the ivc celect filters, they had been ordering 2 to 4 a month. He was told in the past few months when attempting to retrieve the filter that the filter had tilted, creating difficult retrievals. They were able to successfully remove the filters with no complications or adverse effects to the patient. This had happened approximately 3 to 5 times and none of these cases had been reported to the dm or cook." Patient outcome: no adverse effects to the patient.